Event description:
Procedure type: cesarean section. According to the reporter: during use, the 3rd suture, the needle broke off from the root. The surgeon considered the broken needle did not drop in the cavity and closed the incision. However, the broken needle could not be found and the x-ray detected it under the patient skin. The incision was reopened and the broken needle was retrieved. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).